Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the products involved with this complaint to perform failure analysis. First, the proximal suj inner was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 40067 was confirmed, coupled with errors 31199 and 32097, indicating that the axes controller setup (acu) board reported multiple communication faults. Upon visual inspection, no issues were found related to the reported event. The proximal suj inner was installed onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The proximal was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings, failure analysis concluded that the acu board and fiber optic cable were the potential source of this failure. Then, the distal suj inner was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 40067 was confirmed starting on the proximal, indicating that the arm reported a communication error. Error 32097 and 1166 were also confirmed, indicating that the axes controller tornado (act) board reported maxis/communication errors. Upon visual inspection no issues were found related to the reported event. The distal was installed onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The distal was tested the distal on a pftp where it passed all relevant testing. Based on these findings, failure analysis determined that the act board and low voltage differential signaling (lvds) cable were the potential sources for this issue. The complaint was confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient communication errors from acu board located on the proximal suj inner, and from act board located on distal suj inner.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner distal and proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that error 40067 occurred on arm 2. The caller power cycled the system, but the error returned. During initial troubleshooting, the customer checked power cords and fiber connections while waiting for error logs to upload, and the system was restarted, resulting in a lost call. Log analysis revealed multiple issues with arm 2, including late or missing motor axis messages, brake state mismatch error, arm communication faults, maxis brake command watchdog errors, elevated temperature readings, and unexpected interrupt status registers. Subsequently, the customer called back after faults appeared clear and wanted assurance the errors would not return, and tse communicated that although the faults were presently clear, follow-up intervention was necessary. The procedure outcome is unknown with no reported injury.